Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The 90% stenosed, type b2 target lesion was located in an area of the proximal right coronary artery (rca) that was 3.0mm in diameter and moderately tortuous. Five treatment passes were performed with the oad, and the vessel appeared like there may have been a dissection or a hematoma on imaging, and the oad was removed. The patient experienced pain, and a type iii perforation was observed on imaging. Two drug eluting stents and one covered stent were placed to seal the perforation. The patient was stable following the procedure, and was admitted to the intensive care unit.